Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h4. Device manufacture date. Additional information was requested, and the following was obtained: lnstituto grifols, s.a. (Ig) upon the reception of the notified incident, it was requested additional information such as the experience of the user, the presence of any leakage observed at the connection, as well as the availability of pictures/device involved. To date no additional information neither pictures/samples were received. According to our standard procedures, it was initiated an investigation focused on the following: a. Investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batch of tips involved, as ethicon is the supplier of veraseal dual applicator. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. B. Results of quality control performed at ig facilities. Lnstituto grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, a04j027721, was conducted. The results were found correct within specifications and no deviations were detected. Even though a definitive root cause cannot be determined, considering that there were no evidence detected during the manufacturing process of the tips, and the results of the incoming inspection of the tips were correct, it can be concluded that the reported notification is not related to the quality of the components used. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: d 3. Manufacturer email. Additional information was requested, and the following was obtained: grifols final letter addendum: please receive this addendum to our previous letter sent on (B)(6) 2024 related to one unit of veraseal 2ml, batch number a04j027721, where it was reported that the short tip cannot be removed and cannot change to the laparoscopic instruments. There were no patient consequences reported. The involved device was returned to ethicon for evaluation. The investigation conducted by ethicon indicated the following: visual analysis of the returned sample determined that the device was returned with damaged in the luer locks and attached to the syringe holder with pre-filled syringe empty. In addition, the secondary box was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested (unscrew the luer locks} to detect any issue. Upon evaluation of the device, the luers move correctly and can be both tightened and loosened, without issues observed. The device was fully functional according to the manufacturing requirements. As part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to the results provided by ethicon, no conclusion could be reached as to what may have caused the reported incident. Based on the investigation performed, it can be concluded that this notification does not seem to be related to the quality of the product neither to the related components. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation, h 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found investigation summary theproduct was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with damaged in the luer locks and attached to the syringe holder with pre-filled syringe empty. In addition, the secondary box was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Per instructions for use: ¿loosen the luer locks to remove the spray and drip tip from the adapter, attach the vistaseal laparoscopic dual applicator to the adapter by tightening the luer lock¿. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The operator stated that the short tip cannot be removed, and cannot change to the laparoscopic instruments. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to veraseal ? If not, how many times have they used veraseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.